Manufacturer narrative:
Failure analysis noted that the pump alarmed button error due to corroded keypad traces. There was no moisture damage on the electronics. They were unable to perform displacement, basic occlusion, occlusion, prime/ compromised force sensor system alarm and no delivery tests due to the button error alarm. The pump had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 219 mg/dl at the time of incident. The customer stated that the pump alarmed button error. She stated that she was perspiring while running the night before and she woke up the next morning with wet bed clothes too. She stated that she had low blood glucose the night before and she was down to 32 mg/dl. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.